Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as broken skin under the front breast area, and a fungal infection under both breast areas. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin for the skin irritation. Follow up indicated that the skin irritation improved.